Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (helical blade 120 mm sterile, part number 04.038.320s, lot number 7814464). The subject device was returned with the complaint condition stating that post operatively the locking mechanism in trochanteric fixation nail advanced (tfna) nail broke. Revision surgery was performed to remove hardware which includes a tfna nail, tfna helical blade 120 mm sterile and unknown locking screw. Surgeon did not attempted to retrieve the fragment of tfna nail from patient body and the fragment was left embedded in patient body. Surgeon was not able to close the incision and had to put on wound vacuum. There was no malfunction alleged against the helical blade and locking screw. The returned implant is part of the depuy synthes tfn-advanced (tfna) proximal femoral nailing system. The helical blade/lag screw is used to prevent the nail from rotating once final position and locking has taken place per the associated technique guide. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed. As previously reported, the review of the device history record revealed no complaint related anomalies. The device history record shows this lot of was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The helical blade and unknown locking screw also show surface scratches and wear consistent with implantation and removal. The complaint description indicated that there was no malfunction associated with the helical blade or locking screw, the condition of the returned devices is consistent with the complaint. As there was no allegation against the returned helical blade or the screw, and the returned devices exhibit no deficiencies which would have contributed to the complaint condition, no further investigation (drawing review and root cause) of these products is necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Original surgery on (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event requires medical/surgical intervention to preclude permanent damage to a body structure. It was reported a non-union was identified with a post-operative computed tomography scan. Device history records review was conducted. The report indicates that: part # 04.038.320s, lot # 7814464, manufacturing location: date of manufacture: 29 october 2014, date of expiration: 30 september 2024. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna ti helical blade 120mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications but there was a non-conformance noted, (B)(4). This ncr was for documentation, the original vendor supplied certified test report had the calculated beta transus temperature listed in degrees fahrenheit. This was corrected to degrees celsius and the lot of material was accepted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent original surgery on (B)(6) 2016 in hip to repair fracture of proximal femur and post operatively locking mechanism in trochanteric fixation nail advanced (tfna) nail broke. Revision surgery was performed on (B)(6) 2016 to remove hardware which includes a tfna nail, tfna helical blade 120 mm sterile and unknown locking screw. Surgeon did not attempted to retrieve the fragment of tfna nail from patient body and the fragment was left embedded in patient body. Surgeon was not able to close the incision and had to put on wound vacuum. There was no malfunction associated with helical blade and locking screw. Procedure was completed and there was no delay in surgery. Intra op x-ray was taken on (B)(6) 2016 and surgeon could not confirm the non union. CT scan was performed post operatively and non union was confirmed. Surgeon is anticipating a revision surgery on (B)(6) 2016 for removal of fragment of tfna nail and irrigation and debridement of hip and biopsy of bone and also will close the incision. Surgeon is also anticipating a total hip surgery for patient with non synthes device in future. Surgeon decided not to perform revision surgery on (B)(6) 2016 and let patient heal on its own and the incision was closed. This complaint involves 3 devices. This report is 2 of 3 for (B)(4).